Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side and was implanted with exactech devices. Subsequently, the patient experienced a dislocation. Patient had spine surgery and has had shoulder pain since. Physical therapy was ordered for strengthening exercises. Shoulder became easily aggravated, so CT ordered. CT completed showing dislocation. X-rays done confirming dislocation w/ possible dissociation of polyethylene liner from humeral tray during patient office visit. As a result, approximately 1 after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 320-38-00 - 145-deg pe 38mm hum liner +0: s109676; 300-01-15 - eq humeral stem primary, press fit 15mm: 6597110; 320-10-00 - equinoxe reverse adapter plate tray +0: 6676606; 320-15-04 - rs glenoid plate r post aug, 8 deg, right: 5276547; 320-15-05 - eq rev locking screw: 6666160. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. The revision reported was likely due to dislocation and disassembly between the liner and humeral tray. This likely led to wear between the humeral tray and glenosphere, leading to the reported metallosis. However, the reported dislocation, disassembly, and prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.